Event description:
It was reported that the device would take more than 30 seconds to charge. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified that the failure location was the system pcb. A software update was then installed, which corrected the problem. The device was returned to the customer for use.